Event description:
The dr was performing a total vaginal hysterectomy with the device. He indicated that during the very first firing of the stapler, the stapler was hard to fire and popped when he squeezed the firing trigger. After further inspection, he noticed that the stapler had partially stapled but there was also a portion where the stapler cut but did not deliver any staples. He therefore had to control a large bleeder by placing a metal clamp and using suture to obtain hemostasis. He then asked the circulator to get him a new stapler. During the very first firing of the new stapler the exact same thing happened and he was again forced to invervene with manual surgical method of clamping and suturing. There was no pt consequence.